Manufacturer narrative:
Further failure analysis (fa) investigation was performed, and the following information was obtained: the initial fa was confirmed, and the curved cannula exhibited a separated funnel and tube. Inspection of the two components found that the break was located after the weld portion, and towards the distal end where instruments exit. It appeared the tube itself had broken, and the welded portion was still within the funnel. There did not appear to be any missing pieces and the welds appeared to be nominal.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the surgeon lost movement of the instrument. The instrument was removed with resistance and the sheath of the cannula remained in the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the 5mm single site fenestrated bipolar was in use during the event. All the pieces were removed. The instrument was inspected prior to use and no damage or anything out of the ordinary was found. The surgical task being performed was dissecting and grasping. The instrument broke at the weld point on trocar after being in use for 3-4 hours. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The fragment(s) did not fall inside the patient during an instrument tip/accessory collision. The instrument was removed during the procedure (prior to the breakage) and the wrist was straightened prior to removal. The instrument was not able to be removed so the whole trocar had to be removed with the instrument. Trocar and the instrument were stuck and then removed together. The trocar was in 2 pieces on the instrument. The surgical staff did not notice any other damage to the instrument after the event occurred. The instrument and cannula were retrieved altogether. The fragments were retrieved, and it was visually confirmed. No additional surgeries were performed. No post-operative tests were done. The procedure was completed. No patient injury or harm. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The cannula was returned. The instrument was not kept for return. No media is available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cannula accessory was analyzed and found to have the curved shaft detached from the bowl at the weld between the two components. The cannula could no longer be used. Mating surface of shaft with the bowl displayed indentations and ridges. The complaint was confirmed by failure analysis. .